Event description:
There was no patient involvement in this event. This device malfunctioned because the device was emitting "memory full" warning message. A device in this fault mode, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2011. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. The pad-pak was not significantly depleted suggesting the user became aware of the fault soon after it materialized and took appropriate action. The problem with the device was attributed to a fault in the membrane. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.